Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The unit passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor error, and excessive no delivery alarm test. There was no motor error alarms noted. The motor was tested outside the device and passed. The unit was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 108mg/dl. Advised insulin pump would be replaced. No additional information was provided.